Event description:
Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer gave correction insulin injection with multiple daily injections and did not seek help from any third party. Technical support identified alarm, provided pump reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if any further malfunction alarms occurred.